Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported difficult to open or close (clip jumping) could not be confirmed via the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to this lot. Additionally, a review of the complaint history identified no similar incidents from the reported lot. Based on the information reviewed and in the absence of a confirmed failure mode, a definitive cause for the reported difficult to open or close (clip jumping) in this incident could not be determined. The observed scratched material (actuator coupler) appears to be due to multiple attempts in troubleshooting the reported clip jumpiness, therefore, is due to operational context. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report clip jumping during device preparation. It was reported that during device preparation, after establishing final arm angle, the mitraclip kept popping open to 180 degrees. Troubleshooting attempts were done four times; however the same issue kept occurring. The device was not used. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.